Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, undersensing was found. It was also noted that the low voltage led was lit even though the epg was using a new battery. The reported epg was exchanged for another epg. The reported epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, there were no anomalies. The operation of the low voltage indicator was also normal. (B)(4).